Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that during an impedance check ohne pole showdown over 4000 ohm, and the battery was dead [after two years]. The cause was not known. The issue was not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 3889-33 lot# 0218153750 implanted: (B)(6) 2019 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the hcp via the manufacturer representative (rep). The cause of the impedances being greater than 4000 ohms was not determined, and the most likely cause was unknown. The hcp noted that the electrode position CT-morphologically and in the x-ray good, but relatively close contact of the electrode to the bone on the left side; whether this could be a cause, they did not know. To resolve the issue, pol 3 (with the path. Impedance 4000 ohms) has been removed from the programming. The issue was not yet resolved; explantation of the tl electrode with reimplantation and ipg change planned in the course. The cause of the battery being dead after two years was not determined. The settings were 14 hz, 0-1-2-3-ipg+, 1.3ma (changed to 0-1-2-ipg+, 0.6ma after impedance measurement). It was unknown if it was due to normal battery depletion, and the most likely cause was noted as the programming of pol 3. To resolve the issue, tl explantation bds. For september 26, tl re-implantation bds. With ipg change planned for november 26. The issue was not yet resolved.